Event description:
Affiliate reported that the device was explanted as a result of lack of flow through the device. It was also noted that the needle guard had become detached.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.